Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that they were unable to control their blood glucose level. Customer's blood glucose level was 24.2 mmol/l. When they attempted to bolus, the buttons on the insulin pump were unresponsive. After inserting a new battery the insulin pump alarmed unexpected restart and reset all the information. The reservoir icon appeared empty and the battery appeared low. The screen seemed to be frozen. In the alarm history unexpected restart, external error, and low battery alarms were found. The customer also received a no delivery alarm. The insulin pump had some scratches. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no alarms noted. The insulin pump was received with normal operating currents no unexpected low battery alarm during testing noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.